Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with blood glucose confirmed at 42 mg/dl by both the device and a fingerstick, and the precipitating cause was unclear. Symptoms included low blood glucose requiring carbohydrate intake. Outcomes included temporary impairment that was addressed with oral glucose and monitoring; glucose was 51 mg/dl by the end of the call, and follow-up monitoring was planned. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed no specific device malfunction and an undetermined root cause. It was concluded that the event was user-experienced hypoglycemia with cause unclear, without evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.